Event description:
A system error 322 alarm was found in the history log of a pump that was evaluated during a site visit. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the reported symptom of ec 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The upper auxiliary assembly was replaced.